Event description:
It was reported that the patient never had therapeutic effect. Information received from the hcp reported that the cause of the event was that the battery was shut off. There were no abnormal impedance measurements, surgical interventions, or injury. The hcp wrote down instructions for the visiting nurses and the patient's niece to help with changing programs and making sure the unit was on.

Manufacturer narrative:
(B)(6). Lead: model 3889-28, lot# v686988, implanted: (B)(6) 2011, explanted: na; extension: model 3095-10, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; programmer: model 3037, serial# (B)(4).